Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that her meter was prompting an error 5 message since six days earlier. One day prior to original date, at 1:30 am, the patient contacted the on-call physician for assistance, as she was experiencing a headache and was sweating. She was advised to give herself a glucagon injection, which her husband gave her. She felt better approximately 20 minutes later. She borrowed her mother's meter, who lives nearby, and obtained a result of 65 mg/dl. She retested after symptoms improved, a couple of hours later and she obtained a result of 95 mg/dl. She stated that she tested on her mother's meter when visiting her mother a few times during the week that she was unable to test on her meter. She normally tests 4 to 6 times per week. The test strips were in good condition and the patient was using the correct technique to test her blood glucose. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient alleged she was unable to test on her meter for one week due to error 5 message and during this time she further claimed having a hypoglycemic event, which required medical intervention. A replacement meter has been sent.